Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with a 500cc mentor memorygel breast implant prosthesis and experienced right-sided rupture postoperatively. The diagnosis was confirmed based on MRI. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 3, 2022, mentor became aware that upon explantation, the device was found to be intact. Relevant coding has bene updated. Manufacturer¿s reference number: (B)(4).